Event description:
Per the clinic, the patient experienced inflammatory skin hypertrophy (hypertrophic scar and keloid) at the abutment site, which has caused pain. The patient subsequently underwent a skin revision surgery on (B)(6) 2025 to have the hypertrophic scar/keloid surgically removed and the device was also explanted during the same surgery.

Event description:
Correction: the initial MDR [6000034-2025-04789] submitted on december 31, 2025 was filed inadvertently. No explantation has occurred. Per the clinic, the patient underwent abutment removal procedure under general anesthesia on (B)(6) 2025.